Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified right coronary artery that was 90% stenosed. The patient presented with angina and the lesion was pre-dilatated with a 2x12mm semi-compliant balloon. Then a 2.75x48mm xience xpedition stent was deployed at 16 atmospheres. Fluoroscopy after stenting showed an edge dissection at the proximal end of the stent. Another xience xpedition was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.